Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical ¿connect to power¿ alarms was confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)), collectively contained data spanning approximately 1 day (02aug2023 ¿ 03aug2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical low voltage advisory and power cable disconnect alarms were intermittently observed throughout the data due to the voltage within the black power cable dropping below the alarm thresholds; the relative state of charge (rsoc) within the cable was unaffected at these times indicating that the cable was still connected to the power source. ¿no external power¿ alarms were also observed when the patient disconnected the white power cable from external power while the fault condition was active in the black power cable; these alarms resolved when power was restored to the system. The returned system controller was functionally tested alongside known working test equipment and alongside the four returned battery clips (each evaluated separately) and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing, even when the controller¿s cables were manipulated by hand or when test batteries were manipulated within the clips. Per additional information, the alarms resolved upon exchanging the system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number hsc-087902, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect, low voltage, and no external power conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the alarms resolved with controller exchange.

Event description:
It was reported that the patient experienced a connect to power alarm. The patient had cleaned and changed battery clips. The system controller was then exchanged. The log file revealed some intermitted indications of a weak connection between the batteries and battery clips which caused power cable disconnect events and no external power events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.